Event description:
It was reported the pt experiences inconsistent stimulation coverage from the thoracic scs system. The pt reported falling a couple of times. Reprogramming was done, to no avail. The pt has requested the system be explanted. The pt is on a stimulation holiday and will see the physician in a month to re-evaluate.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.